Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) plus blood collection tubes the tubes are over filling. This occurred on 1000 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: tubes are not filling properly, exceeding expected fill level.